Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/12/2016. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a pairing test could not be performed because the transmitter has no voltage. The customer complaint was unable to be confirmed through transmitter testing. Additionally, the receiver (part number stk-gf-109/serial number (B)(4)/lot number 5210540) being used at the time of event was returned for evaluation. The device was visually inspected and "call loca distributor error 121" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call loca distributor error 121" error. The customer complaint could not be confirmed because it could not be determined if any out of range occurred on the date of event. The root cause could not be determined.